Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to a defective t1 transformer. The transformer was open at pin 6. The root cause for the defective transformer could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
While investigating a monitor for an unrelated issue, a reportable problem was discovered. The monitor failed a pulse test and displayed a service code 102 (charge profile fault).